Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. During a device follow up, the rep performed an impedance check which revealed an electrode over 40,000 ohms. The patient¿s therapy was not impacted because the rep was able to use other electrodes for programming. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-27. The rep indicated that the healthcare professional (hcp) was made aware of the provided information the day the incident was reported. The rep called the patient to inquire about their weight on the day of the event but the patient did not answer. No further complications were reported/are anticipated.